Event description:
The customer reported that during commissioning of the reference equipment, it was reported that while configuring a 60 degree hard wedge for a varian novalis tx machine (both for 6x and 18x energy modes), and calculating the dose in beam analysis, the calculation deviated significantly from the measurement. This deviation was considered unacceptably large and the 60 degree wedge was disabled so that it cannot be used for clinical plans. The deviations between measurement and calculations were up to 10%, the largest deviations occurring in the high dose end of the wedge profiles. No serious injury to the patient was reported, as the user observed this event during equipment commissioning.

Manufacturer narrative:
The actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.